Manufacturer narrative:
Philips service replaced the power(&control) unit without boards (12nc: 4522 300 32504) and restored the device to full functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that stand movement failure due to defective pcu on a allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.